Event description:
A scrub technician reported that following an uncomplicated lensx procedure, the surgeon "nicked" the posterior capsule creating a posterior capsular tear during irrigation/aspiration (I/a). An anterior vitrectomy was required. The intraocular lens was placed in the sulcus and the case was completed with no further incidents.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).